Event description:
A distributor reported on behalf of a healthcare facility in japan that five rt380 adult ventilator circuits with evaqua technology were found to disconnect easily at the connection between the inspiratory limb and y-piece. There was no patient harm reported.

Manufacturer narrative:
(B)(4). The subject rt380 adult ventilator circuits dual heated with evaqua technology have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.